Manufacturer narrative:
On 5/10/17 integra investigation completed. Method: failure analysis, device history evaluation results: failure analysis - failure analysis cannot be performed based on the lack of information provided by the customer. The cable was not returned for further evaluation. Device history evaluation - nonconforming product report / nonconforming material report history: none variance authorization / deviation history: there were no va¿s issued that were relevant to this complaint. Engineering change order history: there were no eco¿s that were relevant to this complaint. Corrective action preventive action history: none related. Conclusion: root cause cannot be determined due to the lack of information received to perform a complete investigation. The monopolar cable was not returned for further evaluation.

Event description:
FDA reports via mw5069058 that a spark was generated when generator was activated. The integra jarit monoploar cord connects to electrical cautery unit, about 1 inch the cord bend downward. After the spark was seen the cord was noted to have a crack in the outer coating, no patient harm ensued. Device used during a laparoscopic cholecystectomy. Concomitant medical is an electrical surgical unit.